Event description:
Complainant alleged that during a routine preventative maintenance check, the device would not power on. The customer indicated that their biomedical engineering department would be handling any repairs needed on the device. The complainant indicated that there was no pt involvement in the reported malfunction.